Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2018-48993.

Event description:
A customer reported multiple thin flaps during lasik flap creation. This particular event is indicated to possibly have had a pre-existing scar. Additional information received; there were only two thin flaps during this day. This report represents the right eye for the first patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. At the visit on site the field service engineer could not find any problem. The system was successfully verified according to company specifications. Log file review shows all laser system functions were within specifications for the respective treatment. There is no indication a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factors to thin and/or incomplete flap may be movement of the patient, improper docking and/or too much fluid on the eye. The manufacturer internal reference number is: (B)(4).